Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. The device was not returned to olympus for inspection. An olympus endoscopy support specialist (ess) visited facility and completed an endoscope evaluation on site. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the malfunction reported by the customer could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during service/ maintenance, the subject device had leaking from light guide tube. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.